Manufacturer narrative:
A zeiss field service engineer (fse) performed an on-site evaluation of the visulas yag iii combi laser system (visulas 532s laser system and the visulas yag iii laser system). The fse confirmed that the devices work within specification. Routine inspection of the visulas yag iii combi laser system had been performed by a third party service provider. According to the hcp the last inspection was performed on july 03, 2017, which confirmed that the devices are working within specification. The manufacturer reviewed device labeling for visulas yag iii combi laser system. The side effects reported by the hcp are not typical of ophthalmological laser coagulation procedure. The device labeling (IFU 000000-1967-270-ga-gb-020414, page 11, 16, 24, 92) provides cautions regarding risk of optical radiation, as well as general warning and safety instructions.

Event description:
The health care professional (hcp) reported that a patient came to the medical practice due to an accident affecting the eye. After being treated for a panretinal laser coagulation using the visulas yag iii combi laser system, he suffered from loss of consciousness, as well as nausea and vomiting. The patient required hospitalization where he was treated for three days. The root cause of the patient's health condition is unknown.